Event description:
It was reported that the insulin pump shoot insulin during filling and after insertion of the cannula into the skin. It was stated that approximately 100.0 units of insulin was delivered into the customer's body and the customer went to the emergency room with hypoglycemia of 50mg/dl. The customer was treated with five bags of dextrose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.